Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that fluid leaked from the pump segment while in use on a pt. No pt harm or medical intervention occurred. No further pt/event info was reported.